Event description:
Pt reported that she had a high pressure alarm with the ms3 pump (sn (B)(4)) last week, but there was no problem with the tubing or the infusion site. She switched to her other pump and the infusion continued without issue. Replacement pump to be sent. The malfunction occurred while the pump was in use, but pt was able to switch to her backup pump and did not experience any adverse event due to the pump malfunction. Dates of use: (B)(6) 2012 to present.